Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown duration of time. The customer indicated that the issue was due to the pump being separated from the transmitter while the customer was in the shower. Reportedly, the pump and transmitter regained connection after the customer brought the devices within range. No additional patient or event information was available.